Event description:
It was reported the device presented with the following: loudspeaker error when plug-in to a docking station - no sound the device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) was unable to confirm the cause of the reported problem. The rse made several attempts to confirm if the customer resolved the issue. If additional information is made available a follow up report will be sent.